Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted with an allegation of premature battery depletion as a result of long charge times.